Manufacturer narrative:
It was reported that a 65 year-old- male patient (127kg) with left bundle branch block at baseline underwent an atrial fibrillation (afib) ablation procedure with soundstar eco 8f ultrasound catheter and suffered heart block requiring surgical intervention. It was reported by the caller there was a traumatic bump to the right bundle branch when the soundstar catheter was placed into the right atrium. The patient then went asystole for about 3 seconds. Then the right ventricle (rv) catheter was placed into the patient's right ventricle and the patient was paced at 600 ms, then 800 ms, and then 1000 ms . Pacing was then stopped for 10 seconds to see if the patient would assume pacing on their own and they were not able. The patient was then again paced with the rv catheter at 600 ms, 800 ms, and 1,000 ms. The patient was still unable to resume pacing on their own and a temporary pacer was placed in the right ventricle. The patient became stable and the rv catheter was removed. The remainder of the ablation procedure was canceled. The patient was reported to be stable and is being internally paced with a temporary pacemaker. The patient¿s hospital stay was prolonged due to the placement of the pacemaker. They were scheduled to go home on 2/28/2020 but went home a day later on 2/29/2020. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device with lot number e8220801, and no internal actions related to the reported complaint condition were identified. Since no device has been received for analysis, no product evaluation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Additionally, it was noticed that the concomitant device was inadvertently omitted from the 3500a initial medwatch report. It has been added to section d11. Concomitant med. Products field. Manufacturer's ref #(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) year-old- male patient ((B)(6)) with left bundle branch block at baseline underwent an atrial fibrillation (afib) ablation procedure with soundstar eco 8f ultrasound catheter and suffered heart block requiring surgical intervention. It was reported by the caller there was a traumatic bump to the right bundle branch when the soundstar catheter was placed into the right atrium. The patient then went asystole for about 3 seconds. Then the right ventricle (rv) catheter was placed into the patient's right ventricle and the patient was paced at 600 ms, then 800 ms, and then 1000 ms. Pacing was then stopped for 10 seconds to see if the patient would assume pacing on their own and they were not able. The patient was then again paced with the rv catheter at 600 ms, 800 ms, and 1,000 ms. The patient was still unable to resume pacing on their own and a temporary pacer was placed in the right ventricle. The patient became stable and the rv catheter was removed. The remainder of the ablation procedure was canceled. The patient was reported to be stable and is being internally paced with a temporary pacemaker. The patient¿s hospital stay was prolonged due to the placement of the pacemaker. They were scheduled to go home on (B)(6) 2020 but went home a day later on (B)(6) 2020. No bwi ablation catheter was used during this case. The physician determined the cause of the adverse event was catheter manipulation during the procedure. The patient required a permanent pacemaker implantation. The patient is fully recovered and is pacer dependent.